Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial leadless pacemaker (alp) entered rom mode. It was noted that the device was originally set to pacing off, ap and vp markers were displayed in rom mode, suggesting it was operating in backup mode. After the procedure, restoration was attempted in the operating room, which was unsuccessful due to telemetry loss. The following day subsequently restoration from rom mode was successful, but re-interrogation was not possible, and settings could not be changed from pacing off. Multiple interrogations were attempted after changing the electrode attachment positions, and communication was finally established, and programming changes were performed. There were no patient consequences.